Event description:
It was reported that right atrial (ra) lead was revised due to unknown reason. The lead remains in service. Additional information indicated that the suture sleeve came loose from muscle and lead pulled back leaving no slack. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.